Event description:
Boston scientific received information that the patient with this pacemaker was in (B)(6) and experienced syncope. After the incident, the device was explanted. No additional adverse patient effects were reported. The reason for the syncope and the explant is currently unknown. There have been no allegations against the device reported in (B)(6) and it is unknown as to which hospital this incident occurred in or the name of the physician that performed the explant procedure. The device was originally implanted in (B)(6) and the patient is now back in (B)(6) and is being seen by the implanting physician. The pacemaker is not expected to be returned to boston scientific. Attempts are currently being made to obtain any additional information on this incident.

Manufacturer narrative:
Once any additional information becomes available, this report will be updated.